Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced two seizures on (B)(6) 2016. Per the patient's spouse the patient does not have a history of seizures. Follow-up information indicated the patient hasn't experienced any additional seizures and the physician does not believe the seizures were related to the implanted scs system. The patient is implanted with two leads from a different manufacturer.